Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 442 mg/dl at the time of incident and the current blood glucose of the patient is 155 mg/dl. Customer reported other blood glucose value was 73 mg/dl. Customer did not provide any symptoms related to high blood glucose level. Customer treated with insulin pump and manual injection. Troubleshooting was not performed. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement test. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected delivery anomalies noted during testing.